Manufacturer narrative:
Additional narrative: the actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device was power broken and had a hole in the cord. An assessment was performed and it was determined that the hole in the cord was due to mishandling by allowing the cord to come in contact with a sharp object. It was further determined that the cause of the power broken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to user error, abuse, and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device was power broken and presented a hole in the hose. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.